Event description:
The plate was implanted in 2000 with iliac crest bone graft for revision of an ex-fix construct placed on an open compound right tibia/fibula fracture seven months earlier. Plate fractured 9 months post-operative due to a non-union. Plate was removed on an unknown date.